Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that the patient's pump went through its full life and stopped in (B)(6) 2017. The patient reportedly started to go downhill on an unknown date after the pump died. It was noted to have felt like pins and needles starting a couple months ago. First the patient's arms started to bother him, and then the symptoms moved to his extremities and back. The patient wanted to know if it was normal for him not to be able to spend too much time on his back since the pump died. It was confirmed that there was no medication in the pump at the time the symptoms started. It was noted that the patient forgot to ask his doctor about the symptoms, and was redirected to a healthcare provider to discuss new symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional who reported that the eri (elective replacement indicator) alarm occurred on (B)(6) 2017. The cause for the pump not being replaced prior to it stopping was a payor issue. Workman¿s comp did not want to cover the pump replacement. As of (B)(6) 2017 the pump no longer had medication in it. It was not going to be functioning so no refill was done. The patient had a new pump implanted on (B)(6) 2017. No further complications were reported/anticipated.